Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing headaches while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged eye headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on dec 21, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information allegingdifficulty breathing and shortness of breath related to CPAP. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture cobserved dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. Liquid ingress with mineral deposits were observed on the blower, blower box, p4 power connector. Inv1023 addresses the issue of liquid ingress. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.